Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized due to high ketone levels on (B)(6). The patient's blood glucose levels were not reported but it was reported that the patient¿s ketone levels were reported to have reached 2.1 mmol/l while wearing the pod an unspecified duration. Symptoms reported included ¿not feeling like themselves¿. The patient attended the hospital due to the advice they received from their diabetic specialist nurse. The patient was admitted to hospital, and their ketones were measured again, this time at 2.3 mmol/l. During hospitalisation, the patient replaced their pod twice. Approximately six hours after admission, the patient discharged themselves against medical advice as their ketones had declined to 1.5 mmol/l. Shortly after self-discharge, the patient had to return to hospital for further unspecified treatment. The patient was then discharged from hospital the following day.